Event description:
The customer reported "the screen is delayed". The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.